Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.

Event description:
A filament issue was reported with the use of the abbott diabetes care (adc) device, wherein the sensor tip became stuck on the skin. The customer self-treated the area by using alcohol wipes to clean it. There was no report of death or permanent injury associated with this event.